Event description:
It was reported that the patient presented with an implantable cardiac monitor in backup operation mode. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿inappropriate or unexpected reset¿ was confirmed. The device was received from the field while unexpected condition had happened. Analysis of device image indicated unexpected reset occurred due to memory corruption and caused device reset to be triggered, which is consistent with an anomalous integrated circuit. Further analysis was performed by reloading the product code and all tests were normal. Memory corruption could not be reproduced during analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the patient presented for a procedure. The implantable cardiac monitor was explanted and replaced. The patient was stable.